Event description:
It was reported to philips that the system was only able to perform low load fluoroscopy, which can impact imaging. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has reviewed this complaint. According to the information collected, this complaint is confirmed as a duplicate of a previously reported event (FDA reference: 3003768277-2025-007160). At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it has been determined that the reported event was previously investigated and reported. Internal evaluation has confirmed that no new allegations of device malfunction or patient/user harm have been received related to the event. The codes were updated based on the investigation outcome.